Event description:
It was reported to philips that the down arrow key on the display assembly had been torn off. There was no reported patient involvement or adverse patient / user impact as a result of the alleged failure.